Manufacturer narrative:
The t:slim pump user guide states: if you start to program a bolus, but do not complete the request within 90 seconds, the incomplete bolus alert occurs. You are prompted to return to the bolus screen to complete the request. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had delivered a bolus and subsequently received an incomplete bolus alert. The customer delivered an additional bolus accidentally. The customer's blood glucose (bg) level was 65 (mg/dl). The customer drank orange juice to address bg levels. Reportedly, the customer was able to bring their bg back to "target." Tandem technical support educated the customer regarding the meaning of the alert.